Event description:
Consumer reported needle break off. He was not aware that the needle retracts. He went to emergency room and had x-rays. The consumer is a nurse by profession.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.